Event description:
The patient is described as having an ectatic left common iliac artery. A type I endoleak of the left limb was not resolved with placement of a stent and wall graft. The physician will monitor the patient.